Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek meter serial number (B)(4) compared to laboratory using neoptimal sta reagent and another coaguchek meter with an unknown serial number. On (B)(6) 2022, the meter result was 2.1 inr and the laboratory result was 1.6 inr. On (B)(6) 2022, the meter result was 2.5 inr and the laboratory result was 1.9 inr. On (B)(6) 2022, the meter result was 3 inr and the laboratory result was 2 inr. On (B)(6) 2022, the meter result was 4.4 inr and the laboratory result was 2.7 inr. On (B)(6) 2022, the meter result was 5.2 inr and the laboratory result was 3.5 inr. On (B)(6) 2022, the result from another coaguchek meter was 2.1 inr and the laboratory result was 3.39 inr. On (B)(6) 2022, the laboratory result was 4.5 inr, the meter result was 6.8 inr, and the result from another coaguchek meter was 6.8 inr. The therapeutic range was 3-4 inr.